Event description:
A patient reported blood glucose rsults of "280 mg/dl and 189 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced to further troubleshoot the meter.